Event description:
It was found that the pump and catheter had been explanted. Interrogation of the pump showed it was used to deliver hydromorphone, bupivacaine, and baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Final analysis of the pump found no anomalies. Final analysis of the catheter found a tear in the seal near the guide ring of the sutureless connector.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Previously reported analysis of the catheter although revealed a tear in the sutureless connector seal near the guide ring, it was concluded that this was not a significant anomaly and didn¿t affect in-vivo function.